Event description:
Bed has a head hi/low drift.

Manufacturer narrative:
Several attempts were made to obtain resolution about this issue from the account without success. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.